Manufacturer narrative:
Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to the stago neoplastin reagent. At 9:18 am the meter result was 4.8 inr. At 10:15 am the laboratory result was 3.1 inr. The customer's therapeutic range is 2 - 3 inr. There was no allegation of an adverse event. The customer had recently decreased their warfarin dosage. The customer's meter and remaining test strips were provided for investigation where they were tested using retention controls. The returned and retention customer test strips were measured with the returned meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during the investigation. Testing results (qc range = 2.6 - 4.0 inr): returned strip: qc 1: 3.3 inr. Retention strips: qc 2: 3.3 inr, qc 3: 3.1 inr. Relevant retention test strips (lot 378397) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.